Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to placement difficulty, difficulty lead removal, stretched helix and lead stuck with tissue. This rv lead was replaced with the same model, and was returned for analysis. No additional adverse patient effects were reported.